Event description:
Information was received indicating that during testing a cadd-solis vip, (B)(4), pump failed volume testing, over infused. No patient involvement

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Replaced expulsor due to over delivery. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.